Manufacturer narrative:
There is no add'l info available at this time. Baxter has requested add'l info regarding this event, as well as requesting the sample for eval. Per mfg facility specification number 20-j, batch records are retained for six yrs and therefore, there are no batch records available for review of this batch which was manufactured in may of 1998. Upon receipt of add'l info, or the sample eval completion; a follow-up report will be filed.

Event description:
"We rec'd the complaint for product of cryocyte bag, r4r9951, lot number h98e26460 from dr at med ctr in 2005 about the event of cracking of 1 cryocyte bag during the thawing. The bag was filled with cord blood and had been frozen 1999 at cord blood bank and sent to med ctr. The bag was defrosted in the overlap bag, and the cell was administered to the pt. We heard that the antibiotic was administered to the pt for prevention, and there was no symptom that relates to the bacterial infection. All viral markers are negative."